Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. It was also reported tha thte battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.